Event description:
It was reported that the housing of a half day infusor was damaged. This was found before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14k012 was manufactured from october 3, 2014 to october 8, 2014. Visual inspection was performed and damaged housing was observed. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.